Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(6). Case subject: npi 8100. Account name: (B)(6) medical center. Account #: (B)(4). Asset name: lvp v7.2 commercial release. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4)customer stated that he is getting this error code 13-1033-149 and wanted to know how to clear it. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that this is only a software error. I explain to him in order to correct and clear this code you need to reflash the 8100. The customer said ok and thanks and ended the call.